Event description:
Defibrillator failed to fire during resuscitation efforts. Another unit was immediately available and functioned normally but resuscitation was unsuccessful. Clinical staff at event determined that failure of 1st unit did not contribute to pt death.